Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation of the patient¿s device showed that the right ventricular (rv) lead had small r-waves. It was noted the sensing was low but stable. The rv lead remains in use. No further patient complications have been reported as a result of this event.